Manufacturer narrative:
Date of event: (B)(6) 2011. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) and (B)(4) model; description: linear st lead with preloaded enhanced stylet - 50 cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient had past away. The patient was receiving therapy for low back and leg pain. No further information was provided.